Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the optim sheath was noted at 14.8 cm to 15.7 cm from the connector pin consistent with lead friction to device can.

Event description:
This report is to advise of an event observed during analysis.